Event description:
Initial allegation: in 2008 - siderail will not unlatch. Investigation note: on the following month, complaint of siderail not latching; found release lever broken. Tech did resolve the siderail latching problem by replacing a broken part.